Event description:
It was reported that during implant attempt, the right ventricular lead was too short for the patient. The lead was replaced. It was also reported that the replacement lead helix would not retract. The physician thought the helix may have been extended out of the box and the lead was not exercised prior to implant. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the helix was disengaged from the helical channel. Blood/body fluid was present on the distal conductor (not obstructed) and in/on the helix mechanism and its sleeve head. The tip seal was observed to be out of position. A stylet was stuck in the lead-distal coil. (B)(4): the full lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood was present in/on the helix mechanism.